Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted concurrently with the revision of previously implanted mentor ob tape due to infection in addition to placement of the mesh; due to cystocele and history of infected transobturator tape. It was reported that the placement of the mesh was complicated by prior repair and scar tissue. It was reported that following the implant the patient experienced pain, extrusion, infection, recurrence, bleeding, bowel problems, neuromuscular problems and vaginal scarring. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.